Event description:
It was reported that, during reprocessing, the operator channel of the colonovideoscope tested positive for 15 colony forming units (cfus) of pseudomonas aeruginosa and micrococcaceae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and one (1) colony forming unit (cfu) of bacillaceae was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h11, corrected: b3, b5. This report is being supplemented to provide additional information based on the [legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 2024/7/4. Sampling from: all channels. Cfu: 1cfu/endoscope. Bacterial identification: bacillaceae. The customer provided the cds processes were reviewed where and no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and no abnormalities were found that may have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
The operator channel of the colonovideoscope tested positive for 7 colony forming units (cfus) of pseudomonas aeruginosa and micrococcaceae.